Event description:
Note: this report pertains to one of two devices used during the same procedure. It was reported to boston scientific corporation that two advanix-naviflex rx biliary stents were implanted in the right and left hepatic ducts to treat a stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. On (B)(6) 2023, a day post-stent placement, the patient experienced pain. Imaging was performed, and it was noted that one stent migrated and perforated the duodenum, and the other stent also migrated. On (B)(6) 2023, another procedure was performed. The stents were removed using rat-tooth forceps, and the perforation was closed using an ovesco clip. No additional stents were implanted in place of the migrated stents. In the physician's assessment, the patient's complication is related to the device and procedure. The patient's condition at the conclusion of the procedure was reported to be fully recovered.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf impact code f23 captures the reportable event of another procedure performed to remove the stent. Block h11: block g1 (MFR site address 1, MFR site city, MFR site state, MFR site zip/post code and MFR site country) has been corrected.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf impact code f23 captures the reportable event of another procedure performed to remove the stent.

Event description:
Note: this report pertains to one of two devices used during the same procedure. It was reported to boston scientific corporation that two advanix-naviflex rx biliary stents were implanted in the right and left hepatic ducts to treat a stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. On (B)(6) 2023, a day post-stent placement, the patient experienced pain. Imaging was performed, and it was noted that one stent migrated and perforated the duodenum, and the other stent also migrated. On (B)(6) 2023, another procedure was performed. The stents were removed using rat-tooth forceps, and the perforation was closed using an ovesco clip. No additional stents were implanted in place of the migrated stents. In the physician's assessment, the patient's complication is related to the device and procedure. The patient's condition at the conclusion of the procedure was reported to be fully recovered.